Event description:
It was reported that a female bariatric patient received burns on the inside of both thighs. The reported burns were approximately 2x2 cm. The patient was over (B)(6) and the customer had trouble tuning to the patient due to coils touching the scanner. After the customer was able to tune in to the patient, they had difficulty obtaining good images due to the size of the patient and coil positioning. The patient was in the scanner for almost three hours. It was stated that during the scan the patient was wearing a hospital gown and a towel was placed in-between the patient's legs.

Manufacturer narrative:
The images were sent to siemens uptime center for further evaluation. The unit will be evaluated by a third party vendor, (B)(4) 2012. Our factory experts speculate that the burns were caused by an rf current loop or due to electrically conductive material on the thighs.